Event description:
Related manufacturer report number: 1627487-2022-04350. It was reported that the patient's extensions were explanted and replaced due to high impedances.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.